Event description:
I purchased a hydrofloss water flosser unit on (B)(6) 2022, for treating mild periodontitis. It worked as intended for some months, but suddenly the water pressure decreased and it was no longer effective. I noticed a small piece of plastic in my mouth after using it, and an other small piece of plastic in the nozzle. I contacted oral care technologies (B)(4) and asked him to send a replacement pump, since the unit was under a 1 year warranty. He declined. I have multiple times tried to contact him regarding the defective material in the pump, but he does not respond. The hydrofloss water flosser should be recalled due to defective material and failing pumps should be either replaced by oral care technologies, inc., or pumps should be shipped to consumers for replacement. The small plastic pieces are sharp and could cause injury in the mouth or accidentally swallowed. The pump is easy to replace and the company even provides video instructions online. It appears to be a widespread problem since according to import records, oral care technologies have imported a large amount of pump assemblies for service.